Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. Training is in place.

Event description:
It was reported that the patient's neurostimulator had "not worked right since" implantation and experienced severe muscle pain throughout his legs (described as a "deep bone aching pain"). The first 2 weeks of therapy were noted as great but the he experienced stimulation in the rib and abdominal areas with pain. Specifically, when the stimulation was turned on, the patient felt the device would "stutter" at times then the stimulation would stop. The device would then immediately start back up much stronger then settle into a normal stimulation pattern. This occurred randomly once to 3 times a week. It was noted that the patient also had a lead revision (date not specified). The patient met with the company representative and was reprogrammed so the stimulation was no longer in the rib area but he still felt it in the abdomen. It was noted that the muscle and bone pain was exacerbated instantly when the device was turned on. Impedance measurements were normal. X-rays taken on (B)(6) showed one of the leads had moved off into the left lateral recess of the epidural space. Further x-rays taken on (B)(6) 2010 showed the other lead had moved off into the left lateral recess of the epidural space. Interrogation of the device showed no variances. Additional information was requested.